Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting elevated metal ion levels along with aval response noted on an MRI. Metallosis was found in surrounding tissue and inside the capsule. Extensive heterotopic ossification is noted. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 157444 ¿ m2a magnum head ¿ 001020; us157850 ¿ m2a magnum cup ¿ 929530; 139254 ¿ m2a magnum taper - 163800. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02988, 0001825034-2019-02989.

Event description:
It was reported that patient presented to physician approximately 9 years post implantation reporting pain in right thigh since bumping into an object. Patient returned to physician approximately 1 month later with symptoms compatible with sciatica. An MRI was taken showing stenosis l4-l5. Approximately 1 month later, patient underwent a revision due to elevated metal ion levels, pain, metallosis, heterotopic ossification and periprosthetic fracture of the greater trochanter. Attempts have been made and additional information on the reported event is unavailable at this time.